Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus infection. The patient was prescribed antibiotics and steroids for the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found no evidence sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 6 errors logged. The manufacturer concludes the device has no evidence of sound abatement foam degradation/breakdown.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus infection. The patient was prescribed antibiotics and steroids for the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on nov 12, 2024. Section h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus infection. The patient was prescribed antibiotics and steroids for the reported event. There was no report of patient harm or injury. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR). Section b2 was changed to blank (previously it was hospitalization). Section h1 was changed from serious injury to malfunction. Section h6 health effect - impact code was corrected.